Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited hemolysis resulting inaccurate results. It is unclear what analyte was being tested and what the inaccurate results were. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes exhibited hemolysis resulting inaccurate results. It is unclear what analyte was being tested and what the inaccurate results were. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After review, the photos showed hemolysis occurring inside the tubes. Additionally, a total of 30 retained samples were visually inspected for additive abnormality and gel defects, and all passed the inspection. Complaints for sample quality are under statistical control for the month of march 2025; however, further clinical testing could not be performed because no erroneous analyte was reported by the customer. Therefore, bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown). The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hemolysis based on customer photo analysis. This complaint has not been confirmed for the indicated failure mode: erroneous results-unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.